Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 11. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and abscess. No further patient complications were reported.